Event description:
It was reported that while attempting to announce a meal and deliver a bolus, the ilet displayed a ¿press and hold¿ prompt on the fill tubing screen and would not proceed; the user was instructed to disconnect the infusion set, wake and unlock the pump, and briefly tap instead of holding, after which drops were observed and the screen advanced, resolving the issue; this was associated with user interaction on the tube component of the infusion set and cartridge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure related to interaction with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.